Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg will not be returned. Additional information was received that the reason for ipg replacement was due to MRI.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned.